Manufacturer narrative:
Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, proper hemostasis was not achieved after removal of a 6f/7f mynx control vascular closure device (vcd). Bleeding was noted immediately after sealant deployment and device removal, with pulsatile bleeding observed upon removal of the device. Therefore, 20 minutes of manual compression was used. There were no reported injuries to the patient, and the patient was not hospitalized nor was their hospitalization extended as a result of the event. The device was used in coil. The device was stored, prepared and used by the instructions for sue (IFU). The physician is mynx certified. There were no visible signs of device/package damage prior to use. The procedure used a retrograde approach. The puncture stick location was the femoral artery. The femoral artery¿s suitability was verified on angiography, including a 30¿45-degree insertion angle of the vascular sheath introducer. A 6f non-cordis sheath was used. The vessel diameter was verified to be greater than 5mm in diameter. There was no stent near the puncture site. The vessel did not have stenosis >50% at the puncture site. The target femoral site was not previously closed with any closure less than 30 days prior to this procedure. There was no evidence of pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm at the access site prior to use mynx control. The sealant was deployed to the proper location. Fingertip compression was maintained on the skin during device removal, and no issues were noted during balloon retraction or the button #2 step. The device will be returned for evaluation.

Manufacturer narrative:
This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt. Additional information is pending and will be submitted within 30 days upon receipt.